Manufacturer narrative:
This report is for an unknown locking screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent open reduction internal fixation (orif) surgery for femoral neck medial fracture with the femoral nail system (fns). The surgery was completed successfully. On an unknown date the surgeon confirmed that the cut out occurred and the patient underwent the revision surgery with the artificial bone head on (B)(6) 2020. The surgeon commented that the cut out was caused by the patient¿s behavior after the surgery and not by the products. No further information is available. This report is for one (1) unknown locking screw. This is report 4 of 4 for complaint (B)(4).